Event description:
During use of the device, prior to the onset of cardiopulmonary bypass, the user reported that the device would not hold calibration. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.